Event description:
This case, reported by a consumer who contacted the company to report a product complaint and an adverse event, concerns a male patient of unknown origin. The patient's medical history was not provided. Concomitant medications included another manufacturer's human insulin isophane suspension and many other unspecified medications for unknown indications. The patient received human regular insulin (humulin r) via a reusable pen injector (humapen ergo burgundy) beginning on an unspecified date for the treatment of diabetes. This particular pen had been used for two weeks. The dosing regimen was not provided. In 2007, the patient was hospitalized for five weeks due to a pending stent operation and high blood sugars. His glucometer was reportedly broken and his sugars reached the 20's (mmol/l). It was unknown if the high blood sugars continued. The patient continued to receive humulin r. The patient refused to provide follow up information. If additional information is received, this case will be updated. This humulin report included suspect device (lot number not provided). The reporter was a trained user and had used this particular device for a period of two weeks. The use of the pen continued and the return of the pen was not anticipated. It was reported that the pen was flimsy, the cartridge holder came off every time, and she takes off the needle tip after each injection. The device was stored at room temperature. Edit 04dec2007: added unk to pt initials and diabetes as history. The following day: added event of hospitalization after medical review.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.